Event description:
The customer reported while the autopulse nxt platform (sn (B)(6)) was running, a few minutes into CPR, a burnt plastic smell was noticed. The smell grew worse during use of the platform. The fan in the autopulse nxt platform was running louder than normal. By the end of the 20 minute use, the warning light on the autopulse started to flash. The platform did not stop compressions when the warning lights were displayed. The crew was coming to a stop, and CPR was ended a couple of minutes after the warning lights and smell was discovered. CPR was stopped by responders. The male patient was 87 years old. He was approximately 5'8" and 180lbs. There was no obvious impact or consequence to the patient due to this issue. The autopulse continued to operate until resuscitation was complete. The customer was concerned the device may have been overheating and may catch on fire while in use due to the smell of burning plastic.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer reported while the autopulse nxt platform (sn (B)(6)) was running, a burnt plastic smell was noticed, and the fan was louder than normal. After 20 minutes of compressions, the warning light on the autopulse started to flash. These complaints were confirmed based on the archive review but not during functional testing. Based on the archive review, the platform was used for a treatment session that lasted 22 minutes on the event date. During this session, 1,802 compressions were delivered to a hard, stiff patient. Alert 120 (alert_analog_motor_temp) warning was activated, causing the yellow warning light to flash due to the motor temperature rising above 100°c, confirming the reported complaint of a warning light. The platform continued to perform compressions for another minute before fault 1160 (fault_vpack_low_batt_volt) triggered as a low battery warning. The user powered off the device. Additionally, as the motor heats up, the fan speed increases, and the fan's sound will become louder. The reported burning smell is primarily due to oil residue burning off from the motor as it heats up. This platform did not have the "pre-baked motor". During functional testing, the platform performed as intended without faults or errors. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse nxt platform passed the preliminary functional test without any fault or error. The complaint of a burnt smell was not noticed during the testing. However, the platform underwent continuous testing using the mztf (medium zoll test fixture) with two batteries, helping to reduce the oil residue in the motor. The reported complaints were not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.